Event description:
A caller reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the device, advising a follow-up if the time discrepancy of more than five minutes recurred. The caller understood and acknowledged the instructions.